Event description:
The following information was received through literature ¿delamination of acuseal graft is the main cause of secondary patency loss ¿ early unicenter experience annals of vascular diseases¿ published in annals of vascular diseases in 2025. This is a retrospective study of 70 patients with end stage renal disease that received gore® acuseal vascular grafts as newly created arteriovenous grafts [avgs] or bridges for inflow or outflow insufficiencies of existing arteriovenous fistulas [avfs] or avgs from august 2021 to september 2023. The primary patency rates at 3, 6, and 12 months were 68.9%, 58.4%, and 53.2%, respectively. The assisted primary patency rates were 80.8%, 65.7%, and 65.7%, while the secondary patency rates were 86.4%, 73.9%, and 69.6%. Access survival rates at 1, 3, 6, and 12 months were 95.7%, 88.6%, 81.4%, and 81.4%.

Manufacturer narrative:
Article citation: yu, c., & li m., et al. Delamination of acuseal graft is the main cause of secondary patency loss ¿ early unicenter experience annals of vascular diseases, 18. Https://doi.org/10.3400/avd.sup.25-00001. Released on j-stage: january 10, 2025. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: patient demographics: provided 25 males and 45 females with mean age of 73.1 years old, therefore, patient info reflects 73 years-old females. A4: patient weight is not available. B3: date of event is unknown, therefore, 10-jan-2025 reflects the date that literature was available online. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6: implant date is not available. H3: review of the manufacturing records could not be performed as a valid lot number was unavailable. H3: engineering evaluation could not be performed as the information is not available. H6: code c19 - a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Code b13, b22 - author has been communicated but couldn't provide the follow-up information related to device. Code d15 - the available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device performance. The gore® acuseal vascular graft instructions for use states: complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.